Manufacturer narrative:
No product was returned for evaluation. No lot number or reorder number info was provided. No response was forthcoming to requests for info and/or samples, therefore it is impossible to persue this report any further. Co will reopen the complaint should any additional info be received from the complainant. Reference MFR. Complaint # d96-8-16-144. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Pt undergoing a supraclavicular block when needle broke. Embedded deep behind clavicle. Physicians unable to retrieve broken portion.